Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).

Event description:
Was reported that during a case the patient had challenges breathing and was turned over so medical staff could assist. It was stated the case was aborted. It was later reported the patient¿s issue with breathing was not related to the device. It was stated the case was a stage 1 case which was in the final stages prior to the breathing incident. It was noted after the breathing issues were addressed the physician pulled the lead and aborted the trial of therapy. Five days later, it was reported the patient was at home and seemed to be doing okay.